Event description:
A device report from synthes (B)(4) indicated a hospital in (B)(6) reported: patient was implanted with prodisc-l on (B)(6) 2013, level l5-s1. Patient did clinically well until (B)(6) 2013; an x-ray showed the ploy inlay ejected from the inferior component. The l5 verbal body appeared to have listhesed forward on s1. Patient was revised on (B)(6) 2013. The poly was removed along with both superior and inferior components with no damage to the endplates. As endplate integrity was maintained, further prodiscl components were implanted without incident. This is 1 of 3 reports for this event.

Manufacturer narrative:
Device used for treatment and not diagnosis. Device is not distributed in the united states, but is similar to device marketed in the USA. The manufacturing documents were reviewed and no complaint related issues were found. The investigation is ongoing.

Manufacturer narrative:
(B)(4). An investigation was conducted and it states that a manufacturing fault can be ruled out as the manufacturing documents where reviewed and no discrepancies to the specifications where found. No product fault could be detected. Placeholder.